Manufacturer narrative:
(B)(4). Unit alarmed generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind. Customer performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.